Event description:
It was reported that 5 of the bd discardit¿ ii syringe plunger was tight and difficulty collecting blood. The following information was provided by the initial reporter: discardit 5ml 23 g tight plunger movement; difficulty in collecting blood

Manufacturer narrative:
Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 23x1 from lot #2249313 regarding item #300852 with the reported issue of plunger movement difficult. The investigation and simulation were carried out on retention samples. During investigation, no aspiration difficulty (plunger movement difficult) in syringe was observed in retention samples of lot #2249313 of material #300852. As there is only a photograph available of unused syringe, the reported defect cannot be confirmed. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed . And the franklin lakes FDA registration number has been used for the manufacture report number.